Event description:
Healthcare professional reported that approximately 2 days post implant the valve was replaced due to aortic insufficiency. A hole was noted in one cusp upon reoperation. The valve was returned for evaluation.